Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that instrument maintenance is up to date, and there are no signs of system contamination. The customer indicated there were no mechanical errors posted at the time of testing, no known shipping/receiving or facility storage issues, and the reagents, and quality controls (qc), were handled in accordance with the package insert directions. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed an inspection and verified sample and reagent pipettor alignments, sample and reagent valves, dual resolution diluters (drd), incubator shaker bar height, tube lifter alignments and compression, substrate and water volume, and photomultiplier (pmt) shutter alignment. The sample pipettor z-axis movement was verified, and the sample pipettor leadscrew was cleaned to ensure smooth motions. The engineer performed maintenance on the wash spinner and verified the spinner calibration. The instrument was decontaminated, and the water test was confirmed acceptable. Calibrators and qc testing was performed and the results were within range and with good precision. Siemens evaluated the information provided, and the cause of discordant falsely elevated human chorionic gonadotropin (hcg) results on four patient samples is unknown. Siemens confirms that the hcg assay is sensitive to water quality, and the small sample volume is sensitive to pipetting and cannot rule out pre-analytical factors or sample issue. Siemens performed a followup, and the customer is satisfied with the instrument and hcg assay. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Four discordant falsely elevated human chorionic gonadotropin (hcg) patient results were obtained on an immulite 2000 xpi instrument. The discordant results were reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate immulite 2000 instrument. The customer informs that repeat results of <1.0 miu/ml were expected, and a corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.